Event description:
A biomed engineer reported receiving an incident report of an alleged inaccuracy during a ent case. The surgeon opted to discontinue the surgery at that time. There was no impact on patient outcome.

Manufacturer narrative:
Software investigation unable to determine root cause without further troubleshooting. No parts or files have been returned for evaluation as of the date of this report.